Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v386942, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that she could not feel stimulation and her symptoms were coming back. Her health care professional told her to contact the manufacturer. The patient started urinating more frequently and going through more pads each day. She saw the doctor in (B)(6) 2015 and he changed her medication. She thought it was the medication that was causing her symptoms but she was put on other medication but there was no improvement. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Event description:
It was later reported patient checked the unit to see if it was turn off or was set too low due to patient feeling loss of therapy /loss of stimulation. The patient stated she became immune to level of the stimulation and it was no longer effective and needed to turn it up. It was indicated that the reported issues were resolved.